Event description:
Overdelivery reported: the pump was programmed to infuse an unspecified antibiotic at 100.0ml/hr with a total dose volume of 250.0ml. It was unknown whether the antiobiotic was infusing on the primary or the secondary line. It was reported that the total 250.0ml infused in one hour. The physician was notified, but no medical interventions were ordered. There was no pt harm reported. Though requested there was no add'l info or detail available.